Event description:
It was reported that the patient had high impedances. At the patients request and consultation with the physician, the ipg was explanted and a new ipg was implanted. The patient has recovered.

Event description:
It was reported that the patient had high impedances. At the patients request and consultation with the physician, the ipg was explanted and a new ipg was implanted. The patient has recovered.

Manufacturer narrative:
Sc-1200, sn (B)(6). The ipg was returned for evaluation. The cis was unable to confirm the reported observation with testing of the returned product.